Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was found off during a routine follow-up. The patient had been exposed to a magnetic field.